Event description:
It was reported that during post procedure prior to patient discharge when the right ventricular (rv) lead was tested, it exhibited loss of capture and low sensing values. It was discovered that the lead had dislodged. The lead was extracted and replaced. The patient was asymptomatic and stable.